Event description:
It was reported that the patient presented to the hospital after experiencing over 100 shocks. The lead exhibited high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.